Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately post implant operation, the implantable cardiac monitor exhibited backup vvi operation. The device was explanted and replaced. The patient was in stable condition.